Event description:
Reportedly the pt had knee surgery in 2003. Six days later the pt experienced a wound dehiscence and was brought back to the operating room for repair. The wound was resutured without complication.